Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 5 times due to low blood glucose, with blood glucose of 32, 53, 63, to 44 mg/dl at the time of the incidents. The customer was given intravenous dextrose to treat. The customer ate and did not bolus but went low. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.